Event description:
It was noted that the customer had a bent sensor cannula and the customer stated that the cannula was laying on the skin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.